Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) medication regimen. One year post index procedure, computed tomography (CT) scan revealed a device related thrombus (drt) adhering to the fabric near the threaded insert of the closure device. The physician resumed eliquis in response to the drt. There are no reported patient consequences. No further information is available.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer, and did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) medication regimen. One year post index procedure, computed tomography (CT) scan revealed a device related thrombus (drt) adhering to the fabric near the threaded insert of the closure device. The physician resumed eliquis in response to the drt. There are no reported patient consequences. No further information is available.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.